Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition may have been due to a potential placement error of the pump at implant.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was located too high in the scrotum; therefore, revision surgery was performed to remove the component and implant a new one lower in the scrotum. There were no patient complications reported.